Event description:
Post cardiac repair patient placed on ECMO for eight days. During the early morning hours pump turned off. Pump was rebooted and came back on. However, shortly after this incident the pump again alarmed and powered off. Pump again rebooted and power came back on. During these events, the patient was hand cranked. The vital signs remained stable and patient appeared to tolerate event. Patient was already set on low flow and was being prepared for decannulation. Patient was later removed from ECMO without further incident and was stable. Of note, this pump was purchased last summer because of pump issues with other newly purchased equipment. Service technician was notified and will service equipment at hospital.